Event description:
The customer accidentally primed 80u of insulin while they were connected to the pump. Customer was taken to the hospital with low bgs. Bgs were treated with a glucose drip. Also it was stated that the customer was hospitalized at the time of call due to a serious foot infection and pt was using more insulin due to the infection and pt was taking antibiotics.